Manufacturer narrative:
The pod generated an 0x6a occlusion alarm. No damages were observed that would contribute to the observed 0x6a alarm, the cause of alarm could not be determined. The 0x6a alarm is confirmed as the root cause of the reported not sure delivering insulin complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for between 49 and 71 hours. During this time, the patient experienced elevated blood glucose levels and sought medical advice via a phone call. No fingerstick measurement was performed; however, glucose values were reported up to 24 mmol/l (432 mg/dl). The patient was advised to monitor symptoms and call an ambulance if the condition did not improve. The following morning, the patient's condition worsened, and an ambulance was called. The patient was transported to the hospital, where the pod was removed by a nurse in the accident & emergency department. The patient was diagnosed with diabetic ketoacidosis. Treatment included fluids for dehydration and insulin administered via a sliding scale. At the time of reporting, the patient remained hospitalized with an anticipated discharge date two days later.